Event description:
Customer reportedly received the following results within 10 mins on the advantage system: hi, 240 mg/dl, 93 mg/dl, and 168 mg/dl. Low blood glucose symptoms reported with these results. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.